Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device used during the case, for the third device reported that was used on the same patient see MDR 3013394970-2022-00210.

Event description:
The user facility reported that they went to deploy the angio-seal anchor and it would not deploy. They noticed a slit in two of the three used. The patient condition was stable. Additional information was received on 29 jun 2022: the procedure for the patient was a femoral angiogram. A 6fr procedural sheath was used. There was there a pre-deployment angiogram performed. They opened up the package and when they went to deploy it, they realized there was a crack in the side. They resolved it by using a second angio-seal device, however when they opened the device it had the same issue, so manual pressure was used. The third device appeared to have deployed as intended, however out of caution they held pressure. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information; 213 is based upon the investigation of the returned sample. One 6fr angio-seal device was returned for product evaluation. The returned device included the guidewire, locator, hemostasis sheath, carrier tube, and packaging. The device was found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the forward lock position with visible signs of blood and swollen collagen. The slit feature at the distal tip was examined, however, no issue was able to be identified. No damage or issue was identified with the components. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been misidentifying the slit feature as a potential device defect. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).